Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received "sensor expired" alarm within two to three minutes of insertion. It was reported that issue occurred with all sensors from the same box. Customer removed sensor and found that sensor cannula was shorter than others. Sensor would be replaced.